Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog number unknown / not provided, lot number unknown / not provided, expiration date unknown / not provided, unique device identification unknown / not provided, g4: PMA / 510(k) number unknown / not provided. H4: device manufacture date unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken screw in the implant at tooth site #19. The screw and the implant were both removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) one (1) unknown biomet screw for evaluation. Visual evaluation was performed, the implant had a fractured screw stuck inside. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did submit images for the reported event. The x-ray revealed a fractured screw stuck inside the implant. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, a device malfunction did occur. There was a fractured screw stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.